Event description:
It was reported that the patient received multiple inappropriate shocks. The impedance was found to have increased about three days prior to the shocks being delivered. A fracture was also reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. It was reported that the patient received multiple inappropriate shocks. The impedance was found to have increased about three days prior to the shocks being delivered. A fracture was also reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination lead conductor component/subassembly failure device was out of specification in a manner that relates to event impedance, high lead(s), fracture of shock, inappropriate.